Event description:
Per complaint (B)(4), a patient's dental implant broke inside their mouth one year after initial placement. A piece of the implant remained in the patient's bone. Pain was reported.